Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2022 and the patient's scs system was explanted. It is unclear which lead contributed to the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial:(B)(4), batch: 6434581 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.